Event description:
The report stated that there was an alleged burn to a 16 month old baby. No further details were supplied by hospital. It was reported that the pad had a black discoloration around the edge of the gel.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.